Event description:
An unspecified insertion issue was reported with the abbott diabetes care (adc) device. Customer¿s adc sensor stayed attached to the needle. Customer did not experience any symptoms and treated themselves by removing needle and sensor. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The returned applicator was visually inspected and no issues were observed. The applicator had fired correctly, however, the sharp was delivered loose protruding the sensor plug. Visual inspection on the returned sensor was performed and no issues were observed. The sensor plug was not properly seated, indicating improper assembly by the user. Contamination on the sensor's internal pcba (printed circuit board assembly) triangle was observed. However, the contamination did not affect sensor functioning. The sensor pack was not returned by the customer. Therefore, issue will be closed to no product returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified insertion issue was reported with the abbott diabetes care (adc) device. Customer¿s adc sensor stayed attached to the needle. Customer did not experience any symptoms and treated themselves by removing needle and sensor. There was no report of death or permanent impairment associated with this event.